Manufacturer narrative:
The device was received undeployed. Download data shows the device completed 46 first prime pulses and was deactivated by the user at 59 pulses. The needle mechanism was reset and the device was placed back into the bottom housing. The device was then reset. The device was successfully paired with a pdm, completed priming, and delivered a 5u bolus. The device deployed as intended with no issues. No damages or defects were observed that would result in the needle mechanism failing to deploy as intended. The exact cause of the needle mechanism not deploying by the end of second prime could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure.